Event description:
Burn blister [burns second degree], burning pain [pain]. Case description: this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwrap), device lot # l31419, expiration date jan2018, from (B)(6) 2016 to an unspecified date, single, for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient previously used thermacare heatwraps and had not adverse effects. It was reported the patient applied thermacare on (B)(6) 2016 at approximately 18:00 directly on skin. After 2 hours she noticed burning pain ((B)(6) 2016). As she removed the wrap at approximately 1:00 (a.m.), she immediately observed a burn blister on (B)(6) 2016. She was not carrying the wrap in bed, but was on the go all the time. A false way of use or an allergy could not be observed because the patient frequently had used the product before. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event pain is assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event pain is assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burn blister, second degree burn, size between 1.5 and 2 cm [burns second degree]. Burning pain [pain]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap) (device lot #: l31419, expiration date: jan2018). From (B)(6) 2016, single, for back pain. The patient's medical history was not reported. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. It was reported the patient applied thermacare on (B)(6) 2016 at approximately 18:00 directly on the skin. After 2 hours she noticed burning pain ((B)(6) 2016). As she removed the wrap at approximately 2:00 (a.m.), she immediately observed a burn blister red burned places on (B)(6) 2016. The burn was reported as a second degree burn, size between 1.5 and 2 cm. No long-term damage was expected. She was not carrying the wrap in bed, but was on the go all the time. A false way of use or an allergy could not be observed because the patient frequently had used the product before. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2016. Therapeutic measures taken included an unspecified cream and ointment for burns. No surgical intervention was necessary. Clinical outcome of the events was resolved on (B)(6) 2016. Product investigation result received: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (17mar2016): new information received from the product quality department included product investigation results follow-up (29mar2016): new information received from a contactable pharmacist includes: patient details, no concomitant medications, suspect product indication, action taken with suspect product, suspect product stop date, therapeutic measures taken and events outcome. No follow-up attempts needed. No further information expected. Company clinical evaluation comment based on the information provided, the events burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event pain is assessed as associated with the device use. This case meets final 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technicalperspective. No quality issues were identified upon this review of batchrecords, release testing data or, inspection of retained samples. Retainedsamples met the product description and the product is within expirationdate. After a review of the batch thermal records, thermal results all metproduct release criteria. Consumer alleges burn from wrap. The cause of thealleged burn is inconclusive since review of records does not provideevidence to support defective product. The product effect may vary with eachindividual. Care should be taken to use the device as it was designed,following all safety and use information as provided with the wrap to avoidthe risks of burns or other skin irritations

Event description:
Case description: this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare heatwrap), device lot # l31419, expiration date jan2018, from (B)(6) 2016, single, for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient previously used thermacare heatwraps and had not adverse effects. It was reported the patient applied thermacare on (B)(6) 2016 at approximately 18:00 directly on skin. After 2 hours she noticed burning pain ((B)(6) 2016). As she removed the wrap at approximately 1:00 (a.m.), she immediately observed a burn blister on (B)(6) 2016. She was not carrying the wrap in bed, but was on the go all the time. A false way of use or an allergy could not be observed because the patient frequently had used the product before. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of events was unknown. Product investigation result received: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (17mar2016): new information received from the product quality department included product investigation results. Company clinical evaluation comment: based on the information provided, the events burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event pain is assessed as associated with the device use. This case meets final (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event pain is assessed as associated with the device use. This case meets final (B)(6) and 30-day FDA reportability. Continued: evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations